Event description:
One touch basic enhanced meter was prompting the not of message. The pt neither alleged harm nor experienced injury or medical intervention. Although, they reported needing assistance by a non-medical professional, they did not experience any symptoms and did not recieve any treatment. The customer service representative discovered that the nto ok message appeared after blood tests. The pt was unable to recall if they moved the meter during the test. The csr walked the pt through cleaning the meter while focusing on the optics area, retesting, and the meter prompted the not ok message. Issue was not resolved through troubleshooting. Pt's meter and control solution were replaced.